Event description:
A malfunction labeled as "malf 12" was reported by the customer, but no notable events occurred prior to the issue. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. To ensure uninterrupted insulin delivery, the customer prepared to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the customer's shipping details and instructed them on storing the pump before returning it to tandem using a pre-paid label within ten days, which the customer acknowledged.